Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by weakness. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering from the event and has been discharged from the hospital four days after admission. Dianeal therapy was ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if dianeal therapies were ongoing prior to and/or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. It was previously reported that the patient was recovering from the peritonitis, but it was not reported if the patient was recovered from the peritonitis event prior to passing away. It was not reported if an autopsy was performed. Should additional relevant information become available, a supplemental report will be submitted.